Manufacturer narrative:
D10 concomitant products: egia45amt, egia45amt egia 45 artic med thick sulu (lot#:p4h1226), sigadaptstnd, sig power sigadaptstnd linear adapter serial#:(B)(6), sigpshell, sig power sigpshell control shell (lot#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic hartmann procedure, in rectal resection, a stent was placed on the rectum. The user then fired the powered stapler until the end and a noise was heard during this. Additionally, the knife could not be returned and the jaws of the device could not be opened. The leaf spring inside the cartridge fork was distorted. The surgeon pressed the green button after forced termination for 10 seconds, detached the adapter from the power handle, reconnected, tried all releases using other power handle connections, and the adapter tool, but the knife still did not return. To resolve the issue, the oral and anal sides of the cartridge were resected using another manufacturer's shear. A small laparotomy was performed on the 12 mm port in the lower right abdomen to remove the reload, standard adapter, and port as a whole. It was then closed using a suturing with laparoscopy. The issue resulted in an approximately two-hour surgical time extension.

Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hartmann procedure with planned to create a temporary covering stoma, in rectal resection, a stent was placed on the rectum. The user then fired the powered stapler until the end and a strange noise was heard during this. Additionally, the knife could not be returned and the jaws of the device could not be opened. The leaf spring inside the cartridge fork was distorted. The surgeon pressed the green button after forced termination for 10 seconds, detached the adapter from the power handle, reconnected, tried all releases using other power handle connections, and the adapter tool, but the knife still did not return. To resolve the issue, the oral and anal sides of the cartridge were resected using another manufacturer's shear. A small laparotomy was performed on the 12 mm port in the lower right abdomen to remove the reload, standard adapter, and port as a whole. It was then closed using a suturing with laparoscopy. The issue resulted in an approximately two-hour surgical time extension.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.